Event description:
It was reported to philips that the wi-fi led on the wireless foot switch was illuminated red and could not be used. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during an emergency procedure which was completed without delay by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and was unable to reproduce the reported issue. As a troubleshooting action, fse checked the cable connection at the base station. The same issue reoccurred after a few days; fse noticed that the wi-fi (led) indicator was flashing red while the battery indicator was green at the time of the incident. To resolve the issue, fse changed the direction of the base station antenna. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.